Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2768 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient's allergic to tape had a PICC catheter placed on (B)(6) 2020. The catheter was secured with gauze and maintained once every other day. On (B)(6) 2020, the catheter was separated from the strain relief and moved in the body. With interventional capturing surgery, the catheter was removed from the body.

Event description:
It was reported that this patient's allergic to tape had a PICC catheter placed on (B)(6)2020. The catheter was secured with gauze and maintained once every other day. On (B)(6)2020, the catheter was separated from the strain relief and moved in the body. With interventional capturing surgery, the catheter was removed from the body.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter separated from the connector was confirmed, and the cause appeared to be associated with the final cut length of the compression sleeve. One 4fr single lumen groshong PICC was returned for investigation. The sample exhibits evidence of use. The catheter tubing was received separate from the connector. The two-piece connector had been assembled and locked together. The two-piece connector was disassembled. The returned catheter was able to advance through the distal connector with some resistance. The distal connector was bisected longitudinally. The compression sleeve was not fully advanced into the tapered region of the distal connector. The length of the compression sleeve was found to be below the final cut length specification, which prevented the compression sleeve from fully advancing into the tapered region of the connector during assembly. The wall thickness of the compression sleeve was found to be within specification. Bd is working closely with the supplier/manufacturing to prevent recurrence of the reported event.